Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4, tethered posterior leaflet, and flail. A mitraclip xtw was inserted and placed medially on a3/p3 and was perpendicular. During removal of the lock line, the clip opened to 30 degrees. The clip was noted to be stable; therefore, the clip was deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - locked) could not be replicated in a testing environment. Additionally, the actuator mandrel was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. The reported material deformation associated with the bent actuator mandrel was due to shipping/ storage circumstances (device returned in a bag; not housed in the tray). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a